Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified. Rupture: observed, rupture on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device was explanted and replaced. Later, hcp reported, 'preventative replacement' for right side.